Manufacturer narrative:
During the call to customer support, it was revealed that the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. Meter and test strips will be returned for evaluation. Test strip lot number 1020213212, expiration date: 07/2015. Control solution lot: none. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by the consumer, that "he was receiving inaccurately high results when testing his blood glucose which led to calling the fire department." The consumer received a result of 205 mg/dl on his meter and test strips. When using another nova meter, and possibly the same test strips received a result of 70 mg/dl and subsequently experienced a hypoglycemic event requiring medical intervention. When the emts arrived, they tested the consumer using their unknown equipment, result unknown. The consumer was not treated by the emts and he declined to go to the hospital. The consumer reported when he opened his test strip vial from the box the cap did not appear to be fully closed. Consumer admitted, "I used these strips against my better judgment." The open cap may have contributed to the loss of integrity of the test strips.